Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on a bd angiocath¿ IV catheter detached from the plastic base after puncture. A new IV was placed but there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: although no records of this incident were documented during the batch documentation, non-conformity and corrective maintenance, the analysis of the photos containing the claimed sample confirmed this complaint. Samples/ photos: a photo was returned for visual analysis. It was possible to verify that the cannula broke off of the base. DHR review: the final assembly batch: 7299879 produced from 14/11/2017 to 01/12/2017 in acam #1. 7300956 of the product angiocath 24g x 0.75in was analyzed and there were no records that could lead to complaint. Qn/ ncmr review: it was not possible to perform quality notification (qn) or non-conformity report analysis could not be performed because the description of the incident is unclear. Investigation conclusion: confirmed: bd was able to confirm the incident in question. Based on the investigation results to date the root cause was not determinate for this complaint.